Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device had a burning smell when hooked up to the pc unit for testing. Device was not used on a patient at the time of the event, and no other harm was reported.

Event description:
It was reported that the device had a burning smell when hooked up to the pc unit for testing. Device was not used on a patient at the time of the event, and no other harm was reported.

Manufacturer narrative:
Correction: h6 the customer¿s experience with devices exhibiting a burning smell was not confirmed during a visual inspection and testing failed to replicate a thermal event. Results from an external and internal inspection on both pump modules revealed no signs of burning smell or thermal activity during the investigation. Inspection: pump module s/n (B)(6): instrument seal was observed broken. Door hinges are intact and functional. Lower platen posts/ hinge, pins/ spring, buttons are all intact. Latch pivot screw is installed properly and does not interfere with door operation. Both iui connectors were found dull. All other possible replacement parts were observed to be bd parts. No thermal damage was observed during the inspection of this device log analysis: a log analysis of both pump modules was performed and failed to reveal events that would lead to a thermal event / burning smell as reported by customer. Testing: an infusion test was performed on the returned devices at the rates of 200 ml/h & 125 ml/h for a 6 hr period and devices were left powered on for approximately 72 hours. ¿ both infusions completed successfully. ¿ no burning odor or any indication of thermal activity was observed. The cause of the reported burning smell was not determined. Device history : review of the pump module s/n (B)(6) service history record showed that the device was manufactured on 04/04/2013. A review of the device service history record was performed beginning from the date of manufacture to the present date ((B)(6) 2020) and indicated that this device has been previously returned for service: (B)(6) 2014 ¿ replaced logic board assembly for intermittent error 221.2000 review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed that a production failure record was opened for the source device: q6 200167732 for test failure ¿ ail limit reached.